Manufacturer narrative:
Omit: b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Additional information: device eval by manufacturer? , imdrf annex a,g,b,c,d codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: it was reported that the etco2 failed an accuracy test; however, the complaint was confirmed and replicated in only one of the six devices returned during the investigation. Functional tests were conducted on the suspect devices, and no anomalies were identified. Additionally, preventive maintenance was carried out to evaluate the functionality and performance of each component in the suspect devices. During this process, the suspect device with serial number (B)(6) failed the preventive maintenance test. The oridion board of the device was replaced and subsequently tested, which resulted in a successful completion of the test, identifying the oridion board as the root cause of the issue. All other suspect devices passed preventive maintenance without any issues. A review of the system logs was considered unnecessary, as the issue was reported as a service test failure without any patient involvement. The bd alaris system maintenance, model 8975, v12.5.0 user manual list warnings chapter 3 preventive maintenance states failure to perform regular and preventive maintenance inspections may result in improper instrument operation. Use the maintenance software (version 7 or later) to perform calibration and preventive maintenance. There was no patient involved. Notes to repair center: suspect etco2 module s/n (B)(6) (w/o: (B)(4)): please replace oridion board due investigation results. The etco2 was disassembled during the investigation; please ensure proper assembly and torque screws as required. Dchu is not responsible for any cost associated with incidental findings or any cost associated with any 3rd party parts found. Repair center should follow their normal processing of the device, looking for any incidental issues prior to returning it to the customer. Suspect etco2 module s/n (B)(6) (w/o: (B)(4)): the etco2 was disassembled during the investigation; please ensure proper assembly and torque screws as required. Dchu is not responsible for any cost associated with incidental findings or any cost associated with any 3rd party parts found. Repair center should follow their normal processing of the device, looking for any incidental issues prior to returning it to the customer. Suspect etco2 module s/n (B)(6) (w/o: (B)(4)): the etco2 was disassembled during the investigation; please ensure proper assembly and torque screws as required. Dchu is not responsible for any cost associated with incidental findings or any cost associated with any 3rd party parts found. Repair center should follow their normal processing of the device, looking for any incidental issues prior to returning it to the customer. Suspect etco2 module s/n (B)(6) (w/o: (B)(4)): the etco2 was disassembled during the investigation; please ensure proper assembly and torque screws as required. Dchu is not responsible for any cost associated with incidental findings or any cost associated with any 3rd party parts found. Repair center should follow their normal processing of the device, looking for any incidental issues prior to returning it to the customer. Suspect etco2 module s/n (B)(6) (w/o: (B)(4)): the etco2 was disassembled during the investigation; please ensure proper assembly and torque screws as required. Dchu is not responsible for any cost associated with incidental findings or any cost associated with any 3rd party parts found. Repair center should follow their normal processing of the device, looking for any incidental issues prior to returning it to the customer. Suspect etco2 module s/n (B)(6) (w/o: (B)(4)): the etco2 was disassembled during the investigation; please ensure proper assembly and torque screws as required. Dchu is not responsible for any cost associated with incidental findings or any cost associated with any 3rd party parts found. Repair center should follow their normal processing of the device, looking for any incidental issues prior to returning it to the customer. Root cause: the root cause of the reported accuracy test failure was identified to be a faulty oridion board on the suspect device with s/n (B)(6) during the investigation. Other returned suspect devices with s/n: (B)(6) were fully tested, evaluated, and no issues or anomalies were observed during laboratory testing. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the etco2 module had shown an unknown error while running a calibration test. There was no patient involvement.

Manufacturer narrative:
The actual date of event is unknown. Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the etco2 module had shown an unknown error while running a calibration test. There was no patient involvement.

Manufacturer narrative:
Additional information: imdrf annex g code. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the etco2 module had shown an unknown error while running a calibration test. There was no patient involvement.